Event description:
A consumer reported she experienced eye irritation, stinging, and vision "not as good" with use of this product. She stated she visited her doctor, who diagnosed her with a "corneal tear", treated her with antibiotics, and recommended she discontinue her contact lens wear. The consumer reported that as the "corneal tear" was healing in the left eye, she developed a similar event in the right eye, within a month. She stated that although she discontinued lens wear in the left eye, she continued wearing a lens in the right eye. She then developed a "corneal tear" in the right eye. The consumer stated she has used this product for several years; however, she speculates she is now "sensitive" to an ingredient in it. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report has not been received for evaluation. Batch records were reviewed for lot 144241f and no deviations were identified. The chemistry and microbiology test results were reviewed and found to be acceptable. There are no similar reports for this lot. Evaluation of retention sample from this lot is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested by mail on 03/26/2009 and 04/15/2009 and by phone on 04/09/2009 and 04/14/2009. A completed questionnaire has not been received. (Corneal disorder).